Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during patient therapy. The pump was programmed to deliver tacrolimus at a rate of 10.4 milliliters per hour for 24 hours (dose and volume are unknown). The customer stated that the infusion took 30 minutes less than it should have to complete, indicating a 0.21625 milliliter per hour difference in rate of infusion. There was no patient injury or medical intervention associated with this event.